Event description:
A patient reported fracture of an oasys rod three-months after implantation which resulted in expulsion of approximately 3.6 inches of the device through the skin, followed by infection, and revision surgery. The patient additionally reports, "massive antibiotics with a muscle flap from the plastic surgeon."

Manufacturer narrative:
The device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot or catalogue number. Device stg was reviewed to assist in determining a root cause with provided information: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials, which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors, which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. The following list is representative, though not all inclusive, of the potentially adverse effects that the surgeon must consider whenever implanting a spinal fixation system or device: ¿ bending, disassembly or fracture of any or all implant components. ¿ fatigue fracture of spinal fixation devices, including screws, rods, and hooks has occurred. ¿ pain, discomfort, or abnormal sensations due to the presence of the device. ¿ pressure on skin from components where inadequate tissue coverage exists over the implant, with the potential extrusion through the skin. ¿ dural leak requiring surgical repair. This risk is related to the surgical procedure. The intended use of the device does not require it to be close to the dura. ¿ cessation of growth of the fused portion of the spine. ¿ loss of proper spinal curvature, correction, height and/or reduction. ¿ delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weightbearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) must be revised or removed immediately before serious injury occurs.¿ loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain. ¿ cervical spine procedures may be associated with vascular and neural complications such as arterial injury or mechanical compromise, cord contusion and damage, peripheral nerve compromise and damage, including but not limited to peripheral paralysis, sensory disorders, vascular disorders, loss or disturbance of bladder and bowel functions. ¿ serious complications may be associated with any surgery. These complications include, but are not limited to: genitourinary disorders; gastrointestinal disorders; vascular disorders, including thrombus; bronchopulmonary disorders, including emboli; bursitis, hemorrhage, myocardial infarction, infection, paralysis or death. ¿ neurological, vascular, or soft tissue damage due directly to the unstable nature of the fracture, or to surgical trauma. ¿ inappropriate or improper surgical placement of this device may cause distraction or stress shielding of the graft or fusion mass. This may contribute to failure of an adequate fusion mass to form. ¿ decrease in bone density due to stress shielding. ¿ intraoperative fissure, fracture, or perforation of the spine can occur due to implantation of the components. Postoperative fracture of bone graft, the intervertebral body, pedicle, and/or lateral mass above and/or below the level of surgery can occur due to trauma, the presence of defects, or poor bone stock. ¿ adverse effects may necessitate reoperation or revision. Due to no device information or additional event information at this time, no definitive root cause can be determined. Potential root causes include, but are not limited to: traumatic event, incorrect device placement, and/or deviation from surgical technique.

Manufacturer narrative:
Device location unknown.

Event description:
A patient reported fracture of an oasys rod three-months after implantation which resulted in expulsion of approximately 3.6 inches of the device through the skin, followed by infection, and revision surgery. The patient additionally reports, "massive antibiotics with a muscle flap from the plastic surgeon."